Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) which was not unfolding correctly and was jammed with patient contact. The procedure was completed the same day. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The lens was removed from the lens case and was cleaned with lphse for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The qualified associated cartridge was not returned for evaluation. Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint of "lens was not unfolding correctly and jammed". The lens was not returned in the condition described. The lens was not returned stuck in a cartridge. The lens was returned in the lens case. The qualified associated cartridge was not returned for evaluation. The lens was removed from the lens case and was cleaned with lphse for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The manufacturer internal reference number is: (B)(4).